Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an initial implant. During procedure, prior to extending the helix, the right atrial lead exhibited no sensing. The physician swapped the psa cables but same result remained. The lead was not used and replaced successfully. The patient was fine post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.